Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 55 mg/dl at the time of the incident. The customer believes there's something wrong with the pump or infusion sets. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but the customer believes the pump over delivered. The customer stated that the lows usually happens after treating for food. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device was programmed with basal rate and monitored 5 days. Several bolus were also delivered. Device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the device left in the insulin pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. Device was downloaded and all bolus delivered were found at the care link report. No unexpected no delivery alarms noted. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, stained address or serial number label and stained end cap sticker. Device passed the delivery accuracy test.